Event description:
Clinician conducted electrotherapy treatment on the lower back. The patient completed the 8 minute treatment and the clinician stopped the treatment. The clinician did not note any burns post-treatment. Later that evening, the pt's spouse noted a burn spot in the electrotherapy treatment area. The pt suffered a 2nd to 3rd degree burn, 1 cm in diameter, in the treatment area of the electrodes. The pt did not require any immediate or known post medical treatment for the burns. The patient has rec'd electrotherapy treatments (5) prior to this incident. The clinician treated the pt using combo treatment consisting of electrotherapy and ultrasound. The treatment time was set for 8 minutes. The ultrasound treatment setting was 1.2 cm squared, continuous duty cycle. The remaining treatment parameters, voltage/current, frequency and intensity could not be provided by the attending clinician. The electrodes were previously used on the pt. The electrodes were uni-patch/durastick electrodes. The clinician indicated that the pt was holding the pt switch. The clinician did not indicate any changes in the treatment settings. The pt does not have any pre-existing conditions of sensitive skin, as reported by the clinician.

Manufacturer narrative:
Awaiting unit return and evaluation.